Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 01-jul-2021 for a "no video image /error message, scope not connecting" that occurred in the united states involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user responded via email to a customer service good faith effort email request on 01-jul-2021 and the user stated that the failure occurred during pre-inspection check and an error message #5 when plugged into processor not connection. The customer owned endoscope was received by pentax medical for evaluation on 09-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings on 14-jul-2021: air/ water socket cylinder o-ring chipped, passed dry leak test, passed wet leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The device underwent replacements for the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 24-aug-2016. The endoscope was approval by final qc on 20-jul-2021 and was delivered to the customer under delivery order (B)(4).